Manufacturer narrative:
(B)(4). Date sent: 06/06/2025 d4: batch # unk a manufacturing record evaluation was performed for the finished psee60a, with lot/batch number c9ey7w, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure of the esophagus, it was observed that the device could not be fired and had malformed staples. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.